Event description:
During preparation for a ptca treatment procedure, the quantum ranger balloon was found to be leaking. The device did not have contact with the patient during this event. No patient injuries or procedural complications were reported.